Event description:
A baxter service technician reported finding a colleague infusion pump with inoperable stop keys on the channel b and c pumphead module keypads. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
During product evaluation, a baxter service technician reported finding inoperable stop keys on the channel b and c pumphead module keypads. No assignable cause was provided during product evaluation, for the inoperable channel b pumphead module keypad. However, the inoperable the channel c pumphead module keypad was due to physical damage to the keypad. The channel b and c pumphead module keypads were replaced to correct the reported condition. This issue is being investigated under CAPA.